Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B)(4) outer insulation breached depression; blood observed in the distal and proximal conductors and breached cut observed in the outer insulation; proximal segment returned and analyzed; (B)(4) no anomalies found; it was noted the lead was returned with the rv defib leg fractured due to overstress, apparent explant damage; blood observed in the distal conductor; proximal segment returned and analyzed.

Event description:
It was reported the patient went to the medical institution due to lead integrity alert. It was also reported there was an outbreak of nsvt (non-sustained ventricular tachycardia) and atrial oversensing. The leads were explanted and replaced. No patient complications were reported as a result of this event.